Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged express shipment of replacement pump under warranty.